Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings on the device. As per the investigation procedure deformation, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Confirmed via MRI. The device has been explanted and replaced.